Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in hospital for routine check. Upon interrogation, the right atrial lead had noise and caused inappropriate automatic mode switching episodes. The noise was reproducible in clinic. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.